Event description:
A pt was implanted with a retrograde/antegrade femoral nail. A f/u x-ray taken the day after implantation showed a lateral greater trochanter fracture, possibly sustained during nail placement. Pt was returned to the or and a 95 degree condylar plate was placed. Intraoperative c-arm x-ray confirmed placement. The next day, an x-ray showed a displaced femoral neck fracture. All implants currently remain in the pt. Surgeon reportedly plans to monitor pt for healing before attempting another procedure.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot #. MFR date cannot be determined without a lot #.